Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer's blood glucose level was 450 mg/dl.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced high blood glucose level. Blood glucose level of the customer was 600 mg/dl. The customer was treated with the manual injections. The customer was assisted with the troubleshooting for the high blood glucose level. The insulin pump will be returned for the analysis.